Event description:
It was reported that customer experienced recurring 20a cartridge alarms approximately every 24 hours, and later continued to receive the same cartridge alarm whenever cartridge was inserted despite trying several cartridges. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was able to start, charge, and connect to computer, and device was planned for return while a replacement pump with new serial number was arranged; no further information was available regarding additional actions or final outcome.